Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Manufacturing site: (B)(4). Manufacturing date: february 20, 2012. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that half of the driving cap broke inside the insertion handle for suprapatellar device during an initial tibial nailing surgery. The devices and both broken pieces of the driving cap were removed without surgical delay or any other medical intervention. There were no fragments or any other broken pieces involved. There was no patient harm, and the surgery was completed successfully; there was no reported pain or sign of infection with the patient. Concomitant device reported: insertion handle for suprapatellar (part 03.010.440, lot 11-3171, quantity 1). This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one driving cap (part # 03.010.475, lot # 7719678) and one insertion handle (part # 03.010.440 / lot # 11-3171) were returned for evaluation. The driving cap is well used with numerous gouges and marks consistent with hammering. The distal threaded tip of the driving cap is broken off and was returned (the tip is approximately 25mm in length). The tip was returned in the insertion handle, but was able to be easily removed during the investigation. Aside from wear consistent with use, there were no issues found with the returned insertion handle. The returned devices are used to insert tibial and femoral nails. The exact cause of the complaint cannot be determined, but it was likely a combination of wear coupled with excessive/off angle hammer blows during use. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. There were no issues found with the returned insertion handle, and no further investigation is required for this device. No product design issues or discrepancies were observed. No new, unique, or different patient harms were identified as a result of this investigation. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.